Event description:
A malfunction alarm indicated by code malf 16 was reported, and there were no notable events prior to the malfunction. There was no adverse impact on the customer's blood glucose level. Technical support arranged for the replacement of the pump, which was under warranty. The customer was instructed to transition to multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. Additionally, the customer was advised to put the pump into storage mode and return it to tandem using a pre-paid label within 10 days, with confirmation of understanding.